Event description:
The customer reported that while monitoring patients, several telemetry patients went offline. The customer stated that they had restarted the xhibit central station (xcs) with no change. Spacelabs technical support advised the customer that the issue was likely a network issue and advised they should reach out to their internal networking team. Tech support attempted to follow up with the customer, however, at this time the customer has not responded to requests for additional information.